Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to physiological lag between the sg and bg inherent to sensing technology. Customer care recommended that the user relink their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, bg values entered as calibrations fit sg trends well and the system was working within expectations. However, the user stated that the discrepancies were still persisting so they were referred back to their territory manager for additional education and support. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.